Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (200 mcg/ml at 159 mcg/day) via an implantable infusion pump. It was reported that the pump had flipped upside down in the patient's abdomen. The pocket was opened and a mesh was utilized to re-secure the pump. The issue was reported to be resolved and the patient was alive with no injury.